Manufacturer narrative:
Corrected information was provided in e1 section (initial reporter), and g4 (PMA/510(k)). Upon review, it was identified that these were inadvertently omitted from the initial report. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary difficult/unable to insert through other device: the cause of the inability to insert through the companion sheath through the introducer was most likely patient related due to tortuosity. No product returned.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During implant, a long 14fr peel away sheath was used. When physician was inserting the impella up to the left ventricle (lv) there was a little kink in the peel away. The impella was able to pass through it and be placed successfully in the lv. The physician then tried to do single access but was unable to place companion sheath through the kink. Physician ended up using the opposite femoral for his percutaneous coronary intervention (pci). The case went successfully and at the end, the peel away was removed with no issue. Vessel was closed with two precloses. Hemostasis was achieved. The physician reported there was lots of tortuosity throughout patient vessel.